Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead, ubd: 10-dec-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was patient (pt) had been experiencing pain and had tried adjusting therapy levels on their controller, but adjusting therapy levels did not resolve issue. Pt had tried all the groups and programs, but adjusting did not help the pain. Event date was "last week." Pt had groups a, b, and c on their controller and had programs 1-4 in each group. The patient was redirected to their healthcare provider to further address the issue. 2022-05-12 mpxr 949461 (rep): additional information from the manufacturing representative (rep) indicated that the patient noticed a change in their overall pain relief from the stimulator after a stumble. The patient was walking out of her house with her dogs a few weeks ago when she tripped and stumbled on the stairs. She felt a change in her overall pain relief from the stimulator afterward. Impedance checks were within normal limits for all but the 8 electrode which was shown to be open. This electrode isn't currently in use. An xray was taken of her lead placement and showed that both leads had moved slightly. Patient was reprogrammed. We were able to get coverage where she needs it. The rep will follow up with the patient to see how the reprogramming is working. It is unknown if the issue was resolved.

Event description:
Rep reported patient is doing well and said her overall pain relief has improved since the reprogramming. Patients current weight was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.